Manufacturer narrative:
Na.

Event description:
The customer questioned results for 1 patient in the emergency room (ER) tested for ise indirect na, k, ci for gen.2 on a cobas 4000 c (311) stand alone system. Based on the data provided, the na and cl results were discrepant. The patient was tested initially at 9:30 p.m. With an na result of 119 mmol/l and an initial cl result of 123 mmol/l. These results were reported outside of the laboratory. The patient was admitted with hyponatremia and hyperchloremia. There is no information to suggest the patient was treated based on the results from the device. On (B)(6) 2018 at 12:30 a.m. A new sample was drawn and run on a different analyzer and the na result was 140 mmol/l and the cl result was 101 mmol/l. The physician questioned the initial results, so the customer repeated the original sample on the other analyzer and the na result was 140 mmol/l and the cl result was 101 mmol/l. The repeat results were believed to be correct. There was no allegation that an adverse event occurred due to the device. The repeat results were normal and the patient is in stable condition. The field service engineer (fse) visited the customer site and did not identify any issues. The fse performed a base line check of the analyzer and found nothing wrong. A 21 cup precision was performed. The customer ran calibration and qc with acceptable results. The customer spun the sample tube for 5 minutes at 6000 rpm. Based on the type of sample tube the customer used, the tube should be spun for 10 minutes between 1100-1300 g. The investigation did not identify a product problem. The cause of the event could not be determined.